Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that she developed symptoms of dizziness and shaking 5 days after her meter started to read inaccurately high. The medical affairs specialist was unable to reach the pt for additional info; therefore, the following info was obtained the customer care advocate (cca) documentation. The pt obtained a "138 mg/dl" on her meter, which she felt was inaccurate high compared to her feelings/normal readings. It is unk what she expected her meter reading to be and what actions she took in regards to her diabetes mgmt as a result of her meter readings. The pt claimed that 5 days after the inaccuracy issue began, she became dizzy and shaky. The events leading to her symptoms, such as her activity levels, food intake, and previous meter readings, were not reported. Although the pt's symptoms suggest hypoglycemia, the pt denied receiving any form of treatment. No other blood glucose results were reported. The cca noted that the pt ran a control solution test and the result was within range. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia after obtaining alleged inaccurate high meter reading(s).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.